Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned to zmc on (B)(6) 2016 and evaluation is currently underway. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. There is no indication that a device malfunction caused or contributed to the patient death.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was in a skilled nursing facility and went unconscious. Asystole with artifact was detected at 3:13:57, 3:20:16 and 3:21:00. The lifevest delivered a treatment at 3:23:31 and the patient's rhythm at the time of the treatment was asystole with intermittent cardiac activity. The patient remained in asystole and the post-shock rhythm was asystole with motion artifact. The patient subsequently passed away. Oversensing of intermittent cardiac activity contributed to the false detection. The response buttons were not pressed during the event. There is no indication that the treatment during asystole caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm before the treatment.